Event description:
I was using my heating pad from kaz incorporated, model #pk7792ab e26869. It began to feel very warm. I shut it off and unplugged it. When I removed it, I noticed the outer blue covering appeared to be tinged brown. When I took it out of the covering I could see where the white was now very brown in one area. It appeared to have melted. Once the pad cooled I looked at it again and it was very visibly melted. Dates of use: (B)(6) 2011. Diagnosis or reason for use: hip/leg/shoulder pain. Used to help with pain in shoulder/neck and then hip/leg. Have been using a couple times a day over last couple of months.